Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-08115. It was reported the pt was experiencing uncomfortable and ineffective stimulation beginning on (B)(6) 2014. Pt has not used her scs sys in a few months. An sjm rep met with the pt for reprogramming but was unsuccessful in providing effective stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.